Manufacturer narrative:
Initial reporter facility name: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 large bore 8 inch ext vlv experienced flow issues. The following information was provided by the initial reporter: material #: 20059e. Batch/lot #: 20119631. We have a department that has had 4 issues with this product 20059e. They are unable to flush. I tried it as well and it will not move. Something is not allowing the pre-filled syringe to flush.

Manufacturer narrative:
The following information has been updated/corrected: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 20119631. D.4. Medical device expiration date: 2023-11-24. H.4. Device manufacture date: 2020-11-23. D.4. Medical device lot #: 21029626. D.4. Medical device expiration date: 2024-02-12. H.4. Device manufacture date: 2021-02-09. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. D.4. Medical device lot #: 21069577. D.4. Medical device expiration date: na. H.4. Device manufacture date: 2021-06-02. D.4. Medical device lot #: 21029634. D.4. Medical device expiration date: 2024-02-18. H.4. Device manufacture date: 2021-02-16. D.4. Medical device lot #: 21029633. D.4. Medical device expiration date: 2024-02-18 . H.4. Device manufacture date: 2021-02-16.

Event description:
It was reported that 4 largebore 8 inch ext vlv experienced flow issues. The following information was provided by the initial reporter: material #: 20059e batch/lot #: 20119631 we have a department that has had 4 issues with this product 20059e. They are unable to flush. I tried it as well and it will not move. Something is not allowing the pre-filled syringe to flush.